Event description:
It was reported during a laparoscopic cholecystectomy the 5mm trocar, 35lns gasket leaked the minute the obturator was removed. There were no new trocars to open, so an instrument was put into the cannula to plug the hole. The trocar is from a kit, lot #k46z2a. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.